Event description:
It was reported that a revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to pain and a suspected soft tissue reaction. The devices were origianlly implanted during 2006.